Manufacturer narrative:
Follow up report number one stated that the vns generator was returned on (B)(4) 2013. Both vns generators were actually received on (B)(4) 2013. The second generator was explanted due to lead compatibility.

Event description:
New information was received that the patient underwent surgery on (B)(6) 2013 to replace the vns generator but upon spotting fluid inside the vns lead the surgeon performed a full revision. This event has been reported in MDR report # 1644487-2013-01666. The explanted vns generator was returned to the manufacturer for product analysis and it was received on (B)(6) 2013.

Event description:
It was reported that the patient is having increase in seizures and pain in her generator's site. The patient had 11 seizures in february and march, and also reported that she would feel pain from the generator site to the neck and is unsure if it occurs with stimulation. The physician believes that this might be due to a battery problem with the vns generator and has referred the patient to a surgeon. A battery life calculation was performed on (B)(6) 2013 and it showed 1.11 years till end of service.

Event description:
Product analysis on the second vns generator returned was completed. The vns generator was returned due to non-compatibility with the m300 lead, and was not used. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
An implant card was received on (B)(6) 2013 stating that the vns generator was replaced due to propylacetic replacement. Product analysis on the explanted generator was performed. The generator's septum was not cored which eliminates the possibility of a potential unintended electrical current path through body fluids. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications.